Event description:
A customer contacted beckman coulter regarding discordant accu tni results that were generated by the access 2 instrument. The customer did not provide accu tni results. The customer indicated that the discordant accu tni results were reported out of the lab. The customer did not provide any additional information regarding this event. The customer indicated that there has been no change to patient treatment attributed to or connected with this event.